Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while the pump was disconnected from the body. The customer resumed insulin delivery and did not receive another occlusion. The customer's blood glucose (bg) level from the high 200s to the low 300s mg/dl. A correction bolus was delivered to address the bg level. A few hours later, the customer had a bg level of 590 mg/dl with a slight level of ketones and went to the emergency room (ER). The customer was treated with 2 liters of intravenous saline and a insulin injection. The customer left the ER without being submitted to the hospital. The customer did not know the cause of the high bg level. The customer felt as if the bg was back in the target level. The customer disconnected from the pump and reverted to using levemir to manage diabetes.